Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and noise oversensing, resulting in pacing inhibition episodes exceeding two seconds and inappropriate atrial tachy response (atr) episodes due to a lead fracture. Additionally, the ra lead showed a sudden increase in pacing impedance, reaching out-of-range measurements of 3000 ohms. Technical services (ts) provided reprogramming options. No adverse patient effects were reported. This ra lead remains in service.